Event description:
A facility reported that the locking system of the mayfield modified skull clamp (a1059) is too loose and the wheel turned during surgery. There was no significant increased surgery time and no patient injury occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the mayfield modified skull clamp shows the lock has become a bit too loose and must be opened, cleaned and adjusted according to the manufacturers specifications. However, no spare parts were needed. The ratchet extension and torque screw are missing and must be added to test the unit and ensure a properly functioning unit. Subsequently, the ratchet extension and torque screw were received from the customer and both were in good condition. To resolve the issue, the lock was opened, cleaned and adjusted according to manufacturer specifications, the unit has been subjected to a successful functional check. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is routine use and wear of the unit. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.